Event description:
A peritoneal dialysis nurse (pdrn) for a peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis patient contacted customer service to report an infected wound and stated they had to discontinue peritoneal dialysis therapy. Upon follow up, the pdrn stated the patient presented to the hospital on (B)(6) 2022 with unspecified symptoms. A pd effluent culture was obtained, the patient was subsequently diagnosed with peritonitis and admitted to the hospital. The pdrn was unaware of the reported infected wound. The patient was initiated on intraperitoneal (ip0) antibiotics with cefepime, dose frequency, and duration were not known. The patient¿s pd non-fresenius catheter was removed during the hospitalization on an unknown date. The antibiotic therapy the prescribed since discharge was unknown. The cause of the patient¿s peritonitis was unknown as the patient practices aseptic technique and has not had any reported fluid leaks. The culture results were positive for pseudomonas, species unknown. The patient was prescribed and treated with an unknown course of antibiotics. The patient transitioned to hemodialysis (hd). The patient was discharged on (B)(6) 2022. The patient is completing in-center hd therapy on a temporary basis. Additional details surrounding the patient¿s hospital course and condition were requested, however, not provided.